Manufacturer narrative:
The thermogard console (sn (B)(4)) involved in the reported complaint will not be returned to zoll for evaluation. The root cause of the reported mid:11 (post nvram) error message and the date with a language change on the menu screen was due to the low voltage battery of the display head, attributed to normal wear and tear. The thermogard console was manufactured in may 2017, and it is nearing its expected serviceable life of 5 years. The customer replaced the battery and the ivtm thermogard console passed the functional testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During ivtm therapy set-up, the thermogard ivtm system (sn (B)(4)) displayed mid:11 (post nvram) upon powering on. Also, the menu language was set to english instead of european language. Another thermogard ivtm system was use to continue with treatment. No consequences or impact to the patient.